Event description:
The customer stated her tampon applicator separated after insertion of a tampon. She felt something poking her while taking a bath and discovered a piece of the plastic applicator remained inside of her. She was able to remove completely.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.